Event description:
Plaintiff's lawyer reported that pt allegedly was implanted with an ams elevate anterior and apical (lot no unk and ref no unk) and also a cl medical I-stop (lot no is-11-33, ref no is-5). No additional info was provided regarding the event or problem.